Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hc325 blade stopped functioning during the case. The device would not cut or create homeostasis. They were using the hp053 handpiece. A new hc325 blade was used to complete the case. There was no consequence to the patient.